Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins). Rep reported they were starting to set up a new ins and are getting a message stating: "validation error, system detected invalid data in the device. Therapy data may be cleared. Code: 000100bb." Technical services (tss) advised rep to hit continue and then start usage once, followed by waiting a few seconds. This resolved the issue. Rep asked for ts to email them with follow-up questions, as they are in the case. Rep states their app is up to date.